Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went down for about 2 minutes. The biomed stated he did not know what exactly happened. Nihon kohden technical support (tech support) asked him if they saw communication loss or if the cnss lost power. They said he did not know. He said that 3 departments were affected: ICU, ER, and cardiology. The biomed stated that everything was back up, except they had some remaining issues in ER. He said they had an issue with trying to admit new patients on the cns. He said he goes to admit, but on the admit screen he can only type 2 letters before it prevents him from typing further. He said that he has already rebooted the cns and the issue is still there. We were able to get one of the tiles to work by attaching a simulator to the bedside and admitting a test patient via the bedside. He was then able to discharge the patient from the cns. Then he was able to admit as well on the same tile. They stated that he will continue to troubleshoot and then call back in if he needs further assistance. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) went down for about 2 minutes. The biomed stated he did not know what exactly happened. Nihon kohden technical support (tech support) asked him if they saw communication loss or if the cnss lost power. They said he did not know. He said that 3 departments were affected: ICU, ER, and cardiology. The biomed stated that everything was back up, except they had some remaining issues in ER. He said they had an issue with trying to admit new patients on the cns. He said he goes to admit, but on the admit screen he can only type 2 letters before it prevents him from typing further. He said that he has already rebooted the cns and the issue is still there. We were able to get one of the tiles to work by attaching a simulator to the bedside and admitting a test patient via the bedside. He was then able to discharge the patient from the cns. Then he was able to admit as well on the same tile. They stated that he will continue to troubleshoot and then call back in if he needs further assistance. No patient harm was reported.